Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 3 years, 3 months after initial implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was poor. During the surgery, bone resorption was reported. The patient has since recovered.